Event description:
Caller reported blood glucose results of 180 mg/dl on aviva system and 407 mg/dl on compact system within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for aviva system, medwatch with identifier (B)(6) is for compact system. Strips not available for return.